Manufacturer narrative:
Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark due to dust/debris under the dose button, on washer, dose knob and on the dose detent. Unable to perform functional test due to leadscrew anomaly. No physical damage to injection foot or inpen was noted per visual inspection.

Event description:
The customer reported via phone call that their insulin pen was broken. Customer's blood glucose was 236 mg/dl. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.